Event description:
An 80 year old female patient received a triple coronary artery bypass operation. Within 24 hours of the surgery she became drastically hypotensive. Attempts to increase her blood pressure, including CPR, were made without improvement. When the patient's chest was opened, it was obvious that one of the vein grafts to the aorta had ruptured. Photographs of the rupture taken during autopsy revealed that the suture holding the graft had broken. The heart was disected and the portion of the aorta containing the photographs showed that there were two breaks, not one as orginally reported. The suture was further examined by removing it from the aorta. This time, three not two breaks were found. Photographs of the four sections of the suture were taken and analyzed. The nature of the breaks were all different and it was impossible to draw specific conclusions about what caused them. An interesting feature observed in one of the breaks is that the monofilament appears to have a hole or lumen running through the center of the suture.it is suspected that only one break occurred initially. The other two are believed to have been introduced during the dissection of the heart. Unfortunately, it cannot be determined which was whichinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.